Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years post implant of this transcatheter bioprosthetic valve, a valve-in-valve was performed. No adverse patient effects were reported.

Manufacturer narrative:
The incorrect aware date was submitted with the previous regulatory report # 2025587-2017-01024. The correct aware date, (B)(6) 2017 has been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient had been scheduled for the valve-in-valve procedure, however the follow up transesophageal echocardiogram (tee) indicated that the paravalvular leak (pvl) had improved to mild. Therefore, the valve-in-valve was not performed. If information is provided in the future, a supplemental report will be issued.